Manufacturer narrative:
The insulin pump was received with stuck motor error alarm loop during bolus delivery. The motor was tested outside to the device and passed. The motor may have had an intermittent failure that was not detected during testing. Unable to perform occlusion and the excessive no delivery test due to motor error alarm. The pump was received with minor scratched display window, cracked reservoir tube lip, cracked reservoir tube window, cracked reservoir tube window corners and cracked battery tube threads.

Event description:
The customer reported via phone call of a motor error alarm from the insulin pump. The customer's blood glucose level was 121 mg/dl. The customer stated that she was changing the tubing, and received motor error. The customer could not recall any significant event leading to the keypad issues. The customer was advised to discontinue use of the pump and revert to a backup plan.